Event description:
It was reported by the user facility that the drill was overheating.

Manufacturer narrative:
Corrosion was discovered within the motor and the rotor bearings were gritty. These findings are probable causes of overheating.